Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 02/21/2011, 03/29/2011, and 03/30/2011 by phone, fax and mail. (B)(4).

Event description:
A nurse reported five intraocular lenses (iol) with scratches. There was no patient impact. There are five medical reports associated with this event. This is the second of five reports.